Event description:
Patient ID: (B)(6). It was reported that the procedure was to treat a de novo left renal artery lesion with 80% stenosis. A 6x18 mm herculink elite balloon expanding stent (bes) was implanted without issue. However, while performing an angiogram, a guide wire catheter became caught on the implanted stent, which disfigured the proximal portion and pushed the stent into the aorta. Multiple attempts were made to reposition the stent without success. Therefore, the stent was retrieved using a snare. A new 6x12 mm herculink elite bes and 6x15 mm herculink elite bes were used to complete the procedure. An arteriotomy closure of the right common femoral artery was performed using the pre-close technique via a 5f sheath hole prior to the interventional procedure. The suture of a proglide device was successfully placed. The sheath was upsized to an 8f sheath and the interventional procedure was completed. Reportedly post procedure, the device functioned as intended but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context as it is likely that the reported interaction with the advancing guide wire resulted in the reported device damaged by another (explanted) with stent deformation and subsequent migration of the implanted stent into the aorta. Multiple attempts were made to reposition the device into the intended lesion; however, ultimately the stent was successfully removed using a snare. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.